Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after a low power condition was not addressed by charging the device, the pump shut down due to insufficient battery power. The customer's blood glucose level was impacted (244 mg/dl). The customer was able to resume insulin delivery and it was indicated that a correction bolus would be performed.